Manufacturer narrative:
This follow up being submitted as this ticket has been associated with remedial action notification, rcr# (B)(4). A product correction letter was sent to all current customers who have an alinity s system processing module. The product correction letter informs the customer of the product issue with the liquid waste pressure monitoring as well as an associated issue with the pressure sensor where it is not detecting pressure buildup within the external waste tubing and the alinity s system software will not stop processing new test requests or generate message code 5101 (liquid waste high pressure detected). The letter also provides the customer with the necessary actions to take in order to prevent the issues from occurring. A future alinity s system software update and associated hardware upgrade will be implemented to enable external liquid waste tubing pressure monitoring and the display of the expected message code (5101 liquid waste high pressure detected).

Manufacturer narrative:
The complaint investigation for liquid waste exposure on an alinity s analyzer, serial number (sn) (B)(4) included a review of information provided by the customer, a search for similar complaints, ticket trending review, labeling review, and device history record review. A review of complaints was performed and no additional complaints were identified that reported incidences of pressure buildup in the waste tubing [cable - lwm accumulator & over pressure (part number b-30104868-01)], causing it to pop off and spray liquid waste on the operator and field service engineer. Additionally, there have been no subsequent reports from the customer site regarding liquid waste splash on the operator and field service engineer. Trending review for the cable - lwm accumulator & over pressure (part number b-30104868-01) determined no trends were identified for pressure buildup in the waste tubing causing it to pop off and spray liquid waste on the operator and field service engineer. The alinity s hardware research and development group investigated the current issue in a hardware problem reporting system prs bsq101721 and identified that the liquid waste collection tank on the alinity s analyzer, (sn) (B)(4), did not detect the liquid waste buildup in the waste tube and continued to run until the liquid waste accumulator overflowed and tripped the liquid waste overflow sensor. When the waste tube pressure was building, the expected error code 5101 (liquid waste high pressure detected) was not generated. The hardware investigation identified a design defect in part number 30104868-105 cable ¿ lwm accumulator & over pressure (part number b-30104868-01) at which the pressure switch should have been connected to pin 5 (+5v) instead of pin 6 (gnd). Additionally, a software investigation into the current issue (prs bsq101716) identified that the alinity s system did not display message code 5101 ¿liquid waste high pressure detected¿ when the liquid waste tube was blocked. The user therefore was not led to the appropriate troubleshooting information that would have instructed them how to avoid or recover from the event. The system design requirements were reviewed and found that the alinity s system should stop processing new test requests when excessive pressure at the lab drain is detected, which indicates that there is a blockage and the onboard liquid waste capacity is exceeded. Therefore, a product requirement was not met. Labeling was reviewed and sufficiently addresses safety hazards including the wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. Based on the investigation, a deficiency and a malfunction with the cable - lwm accumulator & over pressure (part number b-30104868-01) of the alinity s processing module were identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Event description:
The customer observed an instrument error message for the liquid waste drawer on an alinity s analyzer. While assessing the error message, the ambassador opened the liquid waste drawer and the waste tubing popped off and sprayed the ambassador and a colleague with liquid waste. It was noted that the external waste tank valve was closed, which caused the liquid waste to build up with pressure in the waste tubing, causing it to pop off and spray waste. The ambassador and his colleague washed their hands and face and went to the nearest hospital emergency room to be evaluated and were drawn for infectious disease testing, which was negative. One of the exposed received an anti-hbs vaccine on (B)(6) 2021. No other treatment was provided. The ambassador and his colleague are doing well now.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed an instrument error message for the liquid waste drawer on an alinity s analyzer. While assessing the error message, the ambassador opened the liquid waste drawer and the waste tubing popped off and sprayed the ambassador and a colleague with liquid waste. It was noted that the external waste tank valve was closed, which caused the liquid waste to build up with pressure in the waste tubing causing it to pop off and spray waste. The ambassador and his colleague washed their hands and face and went to the nearest hospital emergency room to be evaluated and were drawn for infectious disease testing, which was negative. No other treatment was provided.